Manufacturer narrative:
D9: returned to mfg: yes, date returned: 07/03/2024, h3: reason for non-evaluation: anticipate but not completed, other reason: blank, returned to mfg: yes, add to h10. ¿ per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." D9: returned to mfg: yes, date returned: 07/03/2024, h3: reason for non-evaluation: anticipate but not completed, other reason: blank, returned to mfg: yes, add to h10. ¿ per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Manufacturer narrative:
Per the tandem user guide: ¿do not expose your pump, transmitter, or sensor to: x-ray, or computed tomography (CT) scan.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the pump was exposed to x-ray equipment and water. The customer reverted to a backup insulin pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.